Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that it seems hard to get the pin into 2 headless drivers. It seems like the rubber membrane inside is too hard and you have to push and turn quite hard to penetrate the membrane.

Manufacturer narrative:
An event regarding assembly issue involving a headless pin driver was reported. The event was not confirmed. Device evaluation and results: the drive socket has light abrasions in various areas. Examination of the returned device with a material analysis engineer indicated that the damage consistent with in-service use observed on driver. Medical records received and evaluation: not performed as medical records were not received. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: it is reported that it was hard to get the pin into 2 headless drivers. The event could not be confirmed nor the root cause determined however visual inspection of returned device indicated that the drive socket has light abrasions in various areas. Examination of the returned device with a material analysis engineer indicated that the damage consistent with in-service use observed on driver. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The customer reported that it seems hard to get the pin into 2 headless drivers. It seems like the rubber membrane inside is too hard and you have to push and turn quite hard to penetrate the membrane.